Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The technical investigation was done and identified that there was an issue with host pc bios battery. The fse replaced the bios battery, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start. The device was outside clinical use at the time of the event. No patient harm was reported.